Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, it was noted that the patient had a large angle on their lateral vein. The physician could barely place the lead tip into that vein and the threshold was high. The lead was attempted in the anterior vein, however, the threshold was still high. A new lead was implanted in a different location. No patient complications have been reported as a result of this event.